Manufacturer narrative:
Replacement device shipped to site on 3/24/2016. A medtronic representative, following up with the site, reported that the site discarded the damaged arm.

Manufacturer narrative:
The medtronic representative reported the surgical procedure this event occurred in was a functional endoscopic sinus surgery (fess).a medtronic representative, following up with the site, reported that the site was able to get the vertex arm to work again and the site has continued to use it. No further details regarding the damage, or how the instrument was fixed, were provided. Part will not be returned for analysis.

Manufacturer narrative:
Return requested for suspect articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, a site navigation system articulating arm would not tighten fully - it continued to rotate. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.